Manufacturer narrative:
Additional information was recieved on november 26th, 2024 stating that during troubleshooting, the wake button required force in order to respond and work as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 153 mg/dl. No additional information was provided.